Event description:
Caller reported that cartridge was not fitting properly on pump, with cartridge having difficulty along guide tracks. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Actions taken included instructions to remove the case from pump, inspect pump and pneumatic tap area, and clean it using an alcohol wipe. Customer was guided to attempt reloading the cartridge, but when unsuccessful, a new cartridge was filled. Despite efforts, loading the cartridge failed, leading to a resolution where pump was scheduled for replacement. Customer planned to use alternate insulin delivery method, mdi, until replacement arrived. Pump was under warranty, and customer was instructed on storage mode for returning the pump, with pre-paid label for return acknowledged.